Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a moderately calcified, heavily tortuous, eccentric 90% stenosed lesion in the mid circumflex artery. The 2.50 x 20 mm trek balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation and the balloon ruptured at 10 atmospheres. The bdc was removed and replaced with an unspecified bdc. The procedure was completed with deployment of an unspecified stent. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.